Event description:
It was reported that the device was displaying an "energy fault", message. The biomed was attempting calibration and observed that the lower energy levels were not able to charge; however, the higher settings were charging properly. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control recommended customer replacing the device's power conversion pca, and provided them with the part number. The device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.